Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (discharge profile fault) was confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable), discharge profile faults, and service code 201 (response buttons stuck). As received the response buttons were non-functional. The cause for the service code 204 and discharge profile faults was contamination on multiple components on the pca board, and the cause of failure for the service code 201 was contamination on the response button cable, causing an electrical short.  The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor was displaying discharge profile faults.